Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch. The rv lead was reprogrammed and then exhibited another polarity switch. Low impedance was also noted on the rv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).